Event description:
Attempted lumbar drain placement. Unable to pass the catheter beyond the tuohy tip, took the catheter with the wire inside out as one unit. Noticed a piece of the catheter was shredded. Aborted procedure. CT done, remnant of the catheter in the epidural space. Patient had surgery to retrieve the retained piece. Patient is now doing well. FDA safety report ID# (B)(4).